Event description:
After placement of the three-piece modular graft, post angiogram noted an endoleak originating at the proximal portion of the main body graft. The endoleak type was not clearly discernable, but it was believed to be a type I. A main body extension was placed inside the main body graft at the site of the endoleak. Post angiogram noted good placement and resolve of the endoleak.